Manufacturer narrative:
A2: age: 91, sex: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user states "the catheters would leak all through the paper backing right after bursting water sachet he said "maybe 10-20 seconds" right after, prior to opening the packaging to take the catheter out. He said the "water would get all over his hands and drip on his clothes and floor and it was unpleasant." No harm reported with use as he did use these to cath with still. He said he has never had this occur before. He said he thinks he noticed the paper looked thinner than usual and "paper "looked like a watermark", looks semi transparent and there looked like cross hatching of paper near the edges of the catheter packaging and I don't ever remember seeing that on the good one."

Event description:
This case was determined to be not reportable and is being retracted.